Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the event was not related to the patient¿s device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced increased tone, dystonia, agitation, tachycardia from (b)(60 2014 to (B)(6) 2014, waxing and waning. The patient also had gastrointestinal pain, diarrhea, and intolerance of feeds. Examination done (B)(6) 2014 revealed abnormal increased tone. The patient was given IV (intravenous) hydration, and doses of oral baclofen were added. The pump was also reprogrammed. On (B)(6) 2014 the device was interrogated and ¿normal¿ for the patient. On (B)(6) 2014 sideport access was done and normal. Other actions included in-patient hospitalization and emergency room visit. The clinical diagnosis, baclofen under-dose, pump under-infusion. The severity was reported as severe. The pump was used to deliver baclofen. The outcome was resolved without sequelae (B)(6) 2014.

Manufacturer narrative:
Product ID: 8709sc, lot# h826625406, product type: catheter. (B)(4).

Event description:
Additional information later received reported the patient had been hospitalized (B)(6) (underdosing of baclofen) (B)(6) (underdosing of baclofen); emergency department visits not hospitalized, (B)(6) (post operative pain) (B)(6) (abdominal pain) (B)(6) (backpain dystonia) (B)(6) (spasticity). Per the healthcare provider¿s assessment, the under-dosing was due to inter-current illness, rather than the pump itself. The family presented more often than typical to the emergency department due to living in another stated where advanced pump care was not available. The type of baclofen the pump was used to deliver was indicated as gablofen and the patient had been receiving gablofen consistently.